Event description:
Perforation in the right coronary artery. The physician followed up with three stents, one of the stents was used to cover the perforation. One of three physicians decided it might be associated with the device; the other two physicians thought the wire might have perforated the artery.